Event description:
It was reported that during the lead implant the helix would not retract and the implanter was unable to position the lead. The lead was not used and a new lead was used. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the lead implant the helix would not retract and the implanter was unable to position the lead. The lead was not used and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: segments of the lead were returned, analyzed. It was noted that the lead was stretched causing the inner insulation to buckle which prevents the helix functioning properly.